Manufacturer narrative:
A ge service representative performed an onsite investigation, and adjusted the collimation. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce a clear image. The images were gray with a white bar. No pt injury was reported.